Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2022 a gelweave valsalva graft was mated with a perimount magna ease 27mm valve and implanted; but before the attachment of the coronary buttons, the clinician noticed three slit like holes on the skirt of the valsalva. The slits were described as looking as if they had been caused by a blade, they measured approx. 5mm in length and approx. 1cm apart going around the rv side. All three slits were repaired with pledgeted sutures and subsequent testing identified no leaks, no detriment to the patient, no bleeding due to these slits.